Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. It was reported that 16 days following a carotid artery stenting procedure, the patient experienced an ischemic, non-hemorrhagic infarct of the right parietal lobe. The index procedure treated a de novo lesion of the ostial right internal carotid artery measuring 4.0x20mm with 80% stenosis. The lesion was predilated, a filterwire ez was deployed, a 30mm nexstent was deployed, and the stent was postdilated resulting in 20% residual stenosis. The patient experienced a headache following the procedure, which the investigator assessed as unrelated to the device. One day following the procedure, the patient also experienced a retroperitoneal bleed requiring 2 units of packed red blood cells which was also assessed by the investigator as unrelated to the device. The patient was discharged to her home three days following the procedure. Fourteen days following the index procedure, the patient was to have a laparoscopic repair of a hernia. It was reported that the patient was taken off of aspirin and plavix in preparation for the surgery. Sixteen days following the index procedure, the patient experienced an ischemic, non-hemorrhagic infarct of the right parietal lobe. The next day, it was found on CT that the nexstent was thrombosed. It was reported that the patient was in the ICU and undergoing in-hospital rehabilitation following these events. The patient was transferred to a rehabilitation nursing home 28 days following the event, as she was unable to actively participate in the rehabilitation program at the study site due to her closed left hemiparesis post cva. The investigator has assessed the infarct and stent thrombosis as unrelated to the device.